Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that when the surgeon attempted to fire the instrument it was already locked out. It was reported that nothing had been done to cause a lockout and that no one had prefired the instrument. The case was completed when another tlc55 was opened. There was no consequence to the pt.